Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 1 year, 10 months, 27 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that lvad system produced a driveline communication fault on (B)(6) 2018 and (B)(6) 2018 early morning. The patient had pump stoppages due to modular cable exchange. The lvad system continued to alarm after the modular cable was exchanged. The patient remained asymptomatic. No further information was provided.

Event description:
Additional information: modular cable was not exchanged. The patient was not symptomatic during alarms.

Manufacturer narrative:
Investigation summary: the report of driveline comm faults and driveline power faults can be confirmed based on the submitted log files. The 1st log file (76221204 from hsc-008925) contained approximately 16 hours of data, spanning from 21jun2018 19:58:25 to 22jun2018 11:03:41, per the timestamp. The 1st log file captured continuous driveline comm fault alarms until 21jun2018 21:34:37 when external power was removed, consistent with the reported controller swap. The 2nd log file (76220746 from hsc-006595) contained approximately 10 hours of data, spanning from 21jun2018 21:37:34 to 22jun2018 07:44:19, per the timestamp. The log file captured continuous driveline power faults throughout the entirety of the log file. The 3rd log file (76250816 from hsc-063265) contained approximately 3 days of data, spanning from 22jun2018 10:13:27 to 25jun2018 08:01:27, per the timestamp. The log file captured continuous driveline comm faults beginning on 23jun2018 18:03:02 and lasting for the remainder of the log file. The alarms began to be silenced on 23jun2018 18:09:56. A specific cause for the alarms and a correlation to the evaluation of the returned modular cable cannot be conclusively determined. Visual inspection of the returned modular cable revealed that the bend reliefs and outer jacket were unremarkable. The controller and inline connector pins were unremarkable. The inline connector and controller connector appeared unremarkable and show no issues with the pins or alignment features. The outer jacket, shielding, and bionate were removed and no insulation breaches or damage were found on the underlying wires. The returned modular cable was connected to a test system controller, hm3 pump, patient cable, power module, and system monitor. The system operated as intended without any alarms active; manipulating the cable had no effect on pump function. The modular cable was then connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The mod cable was then used with a test system and was found to function as intended, without any issues. Reportedly, the patient continued to experience driveline comm faults approximately 5 months later. A 4th log file was submitted to and reviewed by technical services (see attached). The 4th log file (7b011031 from hsc-063265) contained approximately 3 days of data, spanning from 28oct2018 09:01:50 to 01nov2018 09:23:29, per the timestamp. The log file captured continuous driveline comm faults for the entirety of the log file. A specific cause for the alarms and a correlation to the evaluation of the returned modular cable cannot be conclusively determined. Per the vad coordinator, the alarms in october were the same alarms as june. The driveline fault alarm has been resolved at this time. There was no exchange of equipment. The patient was not symptomatic during alarms. The heartmate 3 patient handbook and the heartmate 3 instructions for use explain all alarms, including driveline powerfault alarms and the proper actions to take if the alarms cannot be resolved. These documents also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.